Event description:
It was reported that the patient was hospitalized related to the pump and the medication in the pump. The patient stated he may have pneumonia and an inner ear problem that made him fall on the morning of (B)(6) 2014 and the patient went to the hospital that evening. The patient wanted to speak to a representative ¿stat.¿ the patient had discontinued care with his pain management physician because the physician had put an unauthorized drug in the pump approximately one month ago. This device system delivered dilaudid and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information later reported the fall, pneumonia and inner ear issue were not related or attributed to the device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).